Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed an error during the prime test as a result of a loose drive support disk.

Event description:
It was reported that the customer's insulin had an error alarm during manual prime. It was stated that her blood glucose reading was treated with manual injections. Advised the caller revert to back up plan. No further information was provided.